Event description:
Customer reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the tandem mobi wall adapter into a functioning outlet and wait at least 30 minutes to see if the pump would start charging, with technical support planning to follow up.